Event description:
Reportedly, the bluetooth function does not work, as a woosim printer could not be detected.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed, as it was impossible to pair the programmer with a reference printer. - analysis of available expertise files revealed that the observed issue resulted from a poor management of communication ports by the programmer, leading to the observed failed pairing attempt. - the tablet will follow the repair workflow and will be returned to the field.

Event description:
Reportedly, the bluetooth function does not work, as a woosim printer could not be detected.